Manufacturer narrative:
E1: initial reporter phone has an extension number: (B)(6). The device has been received for investigation. Investigation is pending.

Event description:
The event involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in where it was reported that the clave additive port snapped off. Sample picture a set where the blue clave on the burette part was detached is provided. There was no leakage. The event was noted during infusion of an unknown solution. The set replaced and therapy resumed without any problem. The lot number was unknown. There was patient involvement and no patient harm.

Manufacturer narrative:
A picture showing a burette set with the blue clave on the burette detached from the port was returned. Received one (1) used list #142730490, plum 150 ml burette set with the blue clave disconnected from the clave additive port. The area of the break was examined, beach marks were observed on the area. Additionally, the deformation was observed to be at an angle, typical of a bend break. The reported complaint of clave additive port snapped off can be confirmed on the returned plum 150 ml burette set. The probable cause is due to unintentional external bending forces applied during use. The device history report (DHR) lot # review could not be conducted because no lot number(s) was/were identified.